Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: o2 mixer leaking when set at 21% qo2 reads 0.4 l/min. No patient involvement.